Event description:
The manufacturer received information alleging that a patient's ventilator fails to charge the internal and external batteries to 100%. The device only charges the batteries to 50% power. An error code displays every one hour. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.